Event description:
The core impaction drill was sent for evaluation and it overheated during performance testing. No adverse event was associated with the event.

Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.